Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. There was no harm reported in the initial report. A sample return was requested, but no sample has been received.